Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter did not charge the pump. Anther adapter was used to successfully charge the pump. There was no reported impact to the customer's blood glucose.